Event description:
Surgeon attempted to utilize tip with no success despite repeated adjustments with phaco wand and tip. Replacement tip given to surgeon with no further problems.======================manufacturer response for alcon turbosonic, turbosonic (per site reporter).======================sent the complaint online to the manufacturer.